Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced cubie pocket failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie pocket was failed. A field service engineer (fse) inspected the station and confirmed no failures on the station. Then, the fse powered down the station and removed the back panel to inspect the bus cable for any physical damage. Then the fse removed the drawers, checked the retractor bands, and disconnected the row board cables to allow a reset before reconnecting them. The drawers were reassembled, and the bus cable was reconnected. Upon powering up the station, the fse opened the drawers, ejected the cubies to check for obstructions, and removed medications found on the row boards and between cubies. Finally, the cubies were reinserted, completing the resolution process. The system functioned as intended after the fse verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced cubie pocket failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.